Event description:
It was reported that an ilet pump was destroyed when it fell from the user¿s pocket while mowing and was subsequently run over by a lawn mower, resulting in a broken touchscreen and device fracture; the screen was unusable, the user had trouble using the device afterward, the device had been synced prior to shutdown, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photo. Investigation of this case revealed a stress-related problem consistent with physical fracture of the device¿s touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.